Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 1.2ua. The criteria is <55ua. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and returned strips (strip lot number: d180116-1). The control solution tests for level low were 55/58 mg/dl, for level high were 242/250 mg/dl. The request control solution ranges are: level low 35~85 mg/dl; level high 210~320 mg/dl. All results were within the acceptance range. Pass.

Event description:
It was reported that medical attention was sought on (B)(6) 2019 at 2pm due to the meter giving a high result of 527mg/dl. Enduser tested with the prodigy meter 5 more times and received results higher than normal results. End-user stated she was feeling dizzy and sweaty after getting the high result. She stated that a normal reading for this time of day is 140mg/dl. End-user stated she took metformin and ate a lunch of a whopper french fries and candy prior to taking her blood glucose. She then tested 5 more times and received results of 20, 231, 291, 327, 356mg/dl. She then had someone take her to the ER where upon arrival her blood glucose was 289mg/l. She did not receive any treatment to raise or lower her blood glucose. She was in the ER for approximately 2 hours and was not admitted. She went to (B)(6) hospital located at (B)(6). She stated that her blood glucose was not checked prior to her leaving the hospital. No additional details have been provided.